Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs charger no longer located his scs ipg. A replacement charger sent to the patient did not resolve the issue. A sjm representative met with the patient and confirmed the patient's ipg was inoperable. The patient stated he had not recharged the ipg since at least (B)(6) 2016. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up identified the patient's scs ipg was explanted and replaced. Stimulation therapy was reportedly restored.